Event description:
Pt is now disabled from pain and numbness in lower back which radiates down both legs after coming off of bed rest two months after surgery. Rptr saw a second neurosurgeon for a second opinion who has refused to remove the device due to the risks involved and, according to rptr states that the device "simply displaces pressure to the discs above and below the fusion.